Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having issues with their patient programmer (pp). It seemed as though the recharger and pp could no longer connect to the ins. The pp displayed the error message of ¿communication between the patient programmer and the implanted neurostimulator was unsuccessful.¿ the recharger displayed the error message of ¿recharger did not communicate successfully with the neurostimulator.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2018 indicating that they think they notified their manufacture representative (rep) of their issues in the beginning of (B)(6) 2017. The patient stated that right after (B)(6)2017 they were unable to charge their implantable neurostimulator (ins) and probably about a week later they were unable to connect to their ins using their patient programmer. The patient was unable to connect with their ins using the patient programmer or the recharger. They kept trying to charge the ins and were able to charge a little bit on (B)(6)2017 but were unable to fully charge because they lost signal while trying to charge and could not get a successful charge started again. The charge only lasted a few days. Their last successful recharging session was in (B)(6)2017 so they were redirected to follow up with their healthcare professional (hcp). They saw their doctor earlier in 2017 who told them that the stimulator needs to be taken out and moved but it has not happened yet. The doctor told the patient that the ins shifted up a little bit and where the wires were needed to be moved back down. The ins shifted right around the time they met with the rep for reprogramming. The patient thinks they notified their rep of the ins shifting in the beginning of 2017. Additional information was received from a friend of the patient on 2018-jan-16. The patient told them that they were told that their stimulator is in a state of being overdischarged and they should make an appointment with their hcp. The patient had an appointment this morning and was told by their doctor that there was nothing they could do to help the patient. The patient feels the issue is that their stimulator is not connecting properly, so they cannot charge it, but they cannot get anyone to help them. Additional information was received from the rep on 2018-jan-19 indicating that they were not aware of the ins moving or shifting in 2017. However, the patient mentioned that to them on (B)(6)2018 when they asked if the patient had gained weight as that might be contributing to the recharging issues. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they went to the doctor who said there was nothing they could do. The patient talked to a manufacturer representative (rep) who walked the patient through a reset over the phone. The rep stated the patient needed a new ins recharger (insr). A replacement insr was sent. The rep reported once the patient received the isnr, they were able to charge. The patient stated the battery looked like it may have a lot of room in the pocket and they told the doctor but no plan was made to revise. The patient claimed they had not gained or lost any significant weight. No further patient complications were reported as a result of this event.